Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no part number or lot number was provided. No evaluation could be performed as the implant remains in the patient. If or when a revision surgery is scheduled, a supplemental report will be filed.

Event description:
It was reported to globus that a patient complained of pain. X-rays were taken, and showed broken transition screws. It is unknown if the screw breakage is at l4 or l5. The level of fusion or support was l3-l5. No revision surgery is planned at this time.